Event description:
In 1998 the pt underwent an urgent cardiac catheterization for a mid-left anterior descending artery occlusion after an anterior wall mi 1-7 days prior to procedure. A 3.2 x 28 mm acs duet stent was successfully placed in the left anterior descending. The pt was also treated with integrin. On 12/17/98, the pt returned for catheterization due to atypical chest pain, and the site of the stent was occluded at the proximal stent margin. The stent was re-expanded at high inflation pressures and timi grade iii flow was restored. On the repeat ptci the pt was treated with reopro. The pt was subsequently discharged in stable condition.